Event description:
This customer contacted philips with questions about demand pacing capture with this device. There was no negative impact to the patient. The device is being returned to philips for evaluation.

Manufacturer narrative:
(B)(4). This customer contacted philips with questions about demand pacing capture with this device. There was no negative impact to the patient. The device is being returned to philips for evaluation. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.